Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery panel of the device is powered off. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the philips xl+ defibrillator indicating that the device battery panel is powered off. There was no report of patient or user impact. Available details provided in an update from the source case indicate that the field service engineer replaced the device's battery and the device was successfully returned to service. No further action is required at this time.